Event description:
Information was received that the device has been explanted. No further information was made available. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin. The findings are indicative for repeated mechanical impact at the implant site, even though no such event has been reported. This is a combined initial and final report.